Manufacturer narrative:
Cylinder had or damage. Pump performed within specifications. Cylinder performed within specifications.

Event description:
Info received on 6/13/97 indicates the ambicor device was removed from the patient on 4/30/97. An ipp device was implanted.